Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart wire block, battery drawer, bail cover, ring cover, battery drawer o-ring , and heart lead flex are contaminated. Analysis also found the upper case is dented, broken and contaminated. Lower case is broken and contaminated. Battery contacts are compressed and contaminated. The serial number label is damaged. (B)(4).